Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Pump passed the tests. Low predicted alarm functioning properly during glucose sensor test. Unit functioned properly. Unit received with minor scratched lcd window, scratched keypad overlay and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer stated that the insulin did not alarm to warn them about their blood glucose levels. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.